Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (segments missing) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: no segments were found to be missing on the display. Product analysis was unable to duplicate the initial complaint. The display was observed to be dim, and fading and the investigation was completed using the returned battery cap with no power issues reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).